Event description:
It was reported that the user experienced a nonfunctioning libre 3 plus sensor while using the ilet system, after which they removed the ilet and transitioned to a backup pump with stable glucose reported. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included interruption of ilet therapy and continuation of insulin delivery via backup pump, with no hospitalization. Investigation included troubleshooting and education related to the sensor scan error and guidance to consult the care team for backup therapy management. Investigation of this case revealed a sensor scan failure that impaired automated insulin dosing reliance, with no ilet device alarm activity reported. It was concluded, based on previously established findings for similar reports, that the cause was sensor performance issue external to the ilet device.